Event description:
According to the literature, a prospective study evaluated the safety and clinical performance of robot-assisted partial nephrectomy using a robot system between may 2023 and july 2024. Tumor resection was performed using robotic monopolar scissors and the defect was closed using vloc 3-0 barbed sutures. There were 33 patients in the study and complications included one false aneurysm with a urinary tract fistula and two urinomas. False aneurysm required selective embolization, and urinomas required jj placement and percutaneous radiological drainage and rehospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3, h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.